Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor gel breast prosthesis, both catalog number and lot number are unknown. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 255cc gel breast prostheses on (B)(6) 2017. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 08/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/19/2018, mentor received additional information about the event. The suspect medical device is a mentor memorygel breast implant 250cc gel breast prosthesis, catalog number 3507250bc, lot #260067, serial # (B)(4), PMA #p030053, UDI # (B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).